Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system delivered several shocks in normal sinus rhythm. Further investigation found that oversensing could be reproduced during a paced event when the patient was performing deep breathing or valsalva exercises.